Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-01332. It was reported that post a peripheral stenting treatment procedure, the stents restenosed. An unknown sized wallstent and an unknown sized wallgraft were implanted overlapping on an unknown date in the patient's left arm. Post procedure, the patient returned and the stents were noted to be 70% restenosed. An ultra-thin diamond balloon catheter was advanced and during the first inflation, the balloon ruptured at 12atms. A second ultra-thin diamond balloon was advanced, but the shaft "accordioned" while attempting to advance it through a non bsc sheath. The lesion was successfully treated with a third ultra-thin diamond balloon. There were no additional patient complications reported and the patient's status is fine. The rupture of the first ultra-thin diamond balloon was reported on the alternative summary report submitted for quarter 1.